Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Customer returned pump for alleged unexpected battery power loss and low battery alert less than 1 week found on (B)(6) 2020. The pump passed the displacement test, active current test, and self test. The pump failed the sleep current test. Test p-cap locked properly into the reservoir compartment. No battery alerts, alarms, or anomalies were noted during testing. Successfully downloaded pump history files and traces using thus software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance issue on the j6 connector. Pump alarmed nine pump error 25 alarm on (B)(6) 2020 at 10:00:00.000, on (B)(6) 2020 at 14:00:00.000, 18:00:00.000, and 22:00:00.000, on the event date of (B)(6) 2020 at 02:00:00.000, 06:00:00.000, 06:10:00.000, 10:00:00.000, and 14:00:00.000. Pump alarmed twelve replace battery alerts on (B)(6) 2020 at 12:00:00.000, 04:00:00.000, 04:10:00.000, 13:00:00.000, 13:10:00.000, on (B)(6) 2020 at 01:00:00.000, 01:10:00.000, 07:00:00.000, on (B)(6) 2020 at 00:00:00.000, 00:10:00.000, 09:00:00.000, and on the event date of (B)(6) 2020 at 16:00:00.000. Pump alarmed nine replace battery now alerts on (B)(6) 2020 at 06:31:00.000, 06:41:00.000, on (B)(6) 2020 12:31:00.000, on (B)(6) 2020 at 04:31:00.000, 04:41:00.000, on (B)(6) 2020 at 13:31:00.000, 13:41:00.000, on (B)(6) 2020 at 01:31:00.000, 07:31:00.000, and on (B)(6) 2020 at 00:31:00.000 and 00:41:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcba 1, the pump was monitored and functioned properly. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Unexpected battery power loss, low battery alert, and high sleep current were confirmed due to connector resistance issue on the j6 connector. Pump error 25 was confirmed due to connector resistance issue on the j6 connector. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that this was the second occurrence of replace battery alert, replace battery alarm, or off no power in less than 8 hours of low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.